Event description:
It was reported that this right ventricular (rv) lead exhibited noise after a recent change out. The rep performed isometrics and pocket manipulation but cannot reproduce any noise. (B)(6) technical services (ts) asked if what was the patient doing at the time of the event and what isometrics were done. The patient was sleeping, and the rep did the usual isometrics but no noise was reproduced. The rep suspected it was spring contact issue but the ts explained it was unlikely. Ts to consider chest x-ray to confirm the integrity of the system. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).